Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation. A review of the download data (attached) does not suggest any device malfunction contributing to the treatment event. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was self-conversion of the arrhythmia late in the device's treatment sequence. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a german patient experienced an inappropriate treatment while at her boyfriend's home. At 02:51:06 the lifevest detected vf and delivered a treatment at 02:52:00. Approximately 4 seconds prior to the treatment, the patient's rhythm spontaneously converted to atrial fibrillation. The auto-conversion occurred too late in the device detection sequence for the device to exit the treatment sequence. The patient remained in af following the treatment. The patient was alone at the time of the event. The patient reported that she was semi-conscious during the event but was unable to press the response buttons before the treatment occurred. The patient did not seek medical attention and continued to wear the lifevest.